Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported a patient stated their pump quit on a friday night and the patient was stuck over the weekend because he could not get to his hcp.